Event description:
It was reported that the cutter was damaged during the milling step in the disc space; as a result, a different implant was used. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Analysis of the returned device shows that the cutters are blocked when turning the shaft in the clockwise or anticlockwise direction. No pre-existing defect has been identified on the returned instruments which could be responsible of the event. Extra load applied to the gears mechanism during the cut of the vertebral endplate may induce an important friction wear responsible of the damage of the gears teeth and the metal debris up to the locking of the cutter mechanism.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.